Manufacturer narrative:
On the (B)(6) the sales representative reported that the devices are no longer available.

Event description:
On the (B)(6) the sales representative reported that the devices are no longer available.

Manufacturer narrative:
Batch review performed on 31-july-2019: lot 180391: (B)(4) items manufactured and released on 17-may-2018. Expiration date: 2023-04-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
During the primary knee surgery, and while the surgeon was attempting to tighten the poly insert with the torque limiting screw driver, it was observed that the screw that came with the 3x13 poly would not tighten. A 3x12 poly was opened to use the screw to complete the case. There was a 2-minute delay in the case and the surgery was completed successfully.